Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a spider fx embolic protection device during treatment of a calcified lesion in the patient¿s distal common carotid artery. Moderate vessel tortuosity and moderate vessel calcification were reported. There were no abnormalities reported in relation to anatomy. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The vessel was pre and post dilated. Resistance was noted during advancement. Component embolization was reported during initial advancement. The tip embolized in the patients vessel. No intervention required to treat component embolization as tip captured within sheath. A replacement spider was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Additional information: moderate resistance was noted during advancement of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device as returned with filter basket in the distal section of the green delivery catheter. Deformation evident to catheter. Floppy tip was exposed. Deformation was evident to floppy tip it was possible to retract the filter basket into the clear section of the green delivery catheter. It was not possible to advance the filter basket out of the green delivery catheter. The marker band on the catheter appears flattened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.